Event description:
Our hospital received a verbal report from the involved vascular surgeon that this patient had post-operative bleeding that required additional care and treatment at a non-carondelet hospital approximately a week after being discharged.